Event description:
Reporter alleged blood glucose device base unit was melted at the connector. It was stated someone had not dried the meter all the way and alleged the based melted when the meter was docked in it. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.